Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/09/2015 with the following findings: there was no evidence of a power related issue found in the black box data from the alert date and dates prior. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data from after the alert date. The battery compartment was cracked in two places in the thread area. The threads of the returned battery cap were stripped. The aforementioned battery compartment and cap damage indirectly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump displayed an intermittent power condition with the returned battery cap installed: the reported issue was duplicated. A test battery cap, which was able to secure to the pump per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, a third battery compartment crack was found below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.